Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the endoscopy monitor doesn't display the camera image. Instead, it shows the dashboard and an error message: "module on link 1 - 1/2/3" depending on the link port used. This occurred during a diagnosing procedure without any prior issues. The issue occurred during a medical examination and did not cause any harm or complications to the patient or medical staff, the hospital replaced the unit with another tower so there is no delay caused. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01277.

Manufacturer narrative:
Investigation: the device was not returned to the manufacturer for inspection. Therefore, physical technical inspection is not possible. According to the provided customer information, the cause is a defective link connection. This defect interrupts the communication between the tc201 and tc301. During the investigation, it could not be determined, if the link connector on tc201 or tc301 is defective. This is irrelevant, because the consequence is the same. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).